Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing condition was exacerbated under the lifevest equipment. Patient described the area as irritated with broken and seeping skin under the breast area. The patient reported having hailey-hailey disease which makes wearing any tight fitting articles difficult due to above reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mometasone furoate for the skin irritation. Outcome of the irritation is unknown.